Manufacturer narrative:
Concomitant products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
A consumer implanted for non-malignant pain and occipital neuralgia reported in (B)(6) 2016 they were pulled to the ground. On (B)(6) 2016 the consumer felt stimulation on the right side, but felt no stimulation on their left side even after trying different programs and adjusting stimulation. The patient programmer (pp) was used to sync with the implant which showed stimulation was on. The consumer wanted to meet with the manufacturer's representative (rep) because they thought there was a complete failure with all the electrodes on the left side. On (B)(6) 2016 the consumer called back and stated they met with the healthcare provider (hcp) and it was determined 8 electrodes weren't functioning and both leads were fractured. It was also reported the poor communication screen was seen on the patient programmer (pp) and there was poor communication with or without the antenna attached.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a290, serial# (B)(4), explanted: (B)(6) 2016, product type: lead. Product ID: 977a290, serial# (B)(4), explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) confirmed that the loss of stimulation/lead fracture issue was due to the patient&#62688;fall. It was noted that the cause of the poor communication was unknown as was its resolution. The patient received a new implant on (B)(6) 2016 and the loss of stimulation/lead fracture issue was reported as resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.